Event description:
Pt status post humeral nail, blade and screw implantation on (B)(6) 2003 returned to surgeon complaining of pain on an unk date. X-rays showed a non-union and the 8.0mm proximal humeral nail was broken at the most proximal screw hole. Pt was returned to the operating room on (B)(6) 2012 and the nail, blade and screw was removed. Surgeon revised the pt to competitor hardware. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.